Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified, moderately tortuous right superficial femoral artery. The sterling mr balloon was inflated 4 times to 12 to 14 atms. On the fifth inflation, the balloon ruptured at 12 atms. The procedure was completed with this device. No patient complications were reported, and patient's status is good.

Manufacturer narrative:
(B)(4): the device was not returned so a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)